Event description:
Per report received from switzerland, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During deployment with +1ml, the balloon burst, likely caused by the calcifications. Despite this, the opening of the valve was deemed acceptable and no post-dilation was needed. The damaged balloon was removed stuck in the esheath+ during removal and was retracted together with the esheath+. During this removal, bleeding in the right contralateral iliac artery was observed. This was solved with balloon angioplasty and a stent implantation. The patient was noted as stable post-procedure and discharged in good condition. As per preliminary evaluation of the returned devices, the esheath+ had the liner fully delaminated and the distal tip was opened but split.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The returned devices were visually examined and found to have a liner that was fully expanded. The liner was circumferentially delaminated approximately 2.5 cm from the distal tip, with the c marker still attached. Additionally, the distal tip was opened but noted to be split. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint for sheath distal tip split was confirmed per the evaluation of returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event.- review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, "during deployment with +1ml, the balloon burst [...] The damaged balloon was removed stuck in the esheath+ during removal and had to be retracted together with the esheath+. [...] Per preliminary evaluation of the returned devices, the esheath+ had the liner fully delaminated 2.5cm from distal tip, and the distal tip was opened but split." Per evaluation of returned device, the esheath+ distal tip was split, and the liner was found delaminated at the distal end. In this case, the balloon of the associated delivery system had burst. Withdrawal of a delivery system with an altered balloon profile can lead to the system catching onto the distal tip and/or liner. Furthermore, the operator may apply device manipulation to overcome any difficulty, which can further damage the distal tip as the delivery system is tried to be pulled through the sheath. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the complaint event. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as the balloon was burst. Additionally, provided information indicated that the altered balloon was stuck in the esheath during removal. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Furthermore, the operator may apply device manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. As such, available information suggests that procedural factors (withdrawal of burst balloon, device manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.